Event description:
It was reported that the pump exhibited an unspecified last error code. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. G3: chile. D5, e2, e3 are unknown at the time of reporting.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found no damage to the device. The event history log was reviewed and the "lec 1310" error message was found. Batteries were inserted into the device and the device turned on. The customer problem was duplicated. Investigators cleared the error code. The root cause was attributed to a user issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.